Manufacturer narrative:
Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Additional information received stated that the patient was admitted for right heart failure (rhf) and experienced major bleeding from the outflow graft anastomosis. Patient was transfused with five units of packed red blood cells (prbc) on (B)(6) 2016. In addition to the bleeding, it was noted that the patient went into sustained ventricular tachycardia on the same date. It was then decided to remove the patient's rvad on (B)(6) 2016. The previous report of the death is to be rescinded as the patient expired after the device had been explanted. No additional information provided. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Addiotional information received: the patient death is related to a medical conditions. The official cause of death was a multi-system organ failure. Date of death (B)(6) 2016. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures and the use of the device are associated with numerous risks. Right heart failure is known potential adverse event associated with the implantation of all vads as outlined in the instructions for use (IFU). It usually develops within the first 24 hours after lvad implantation. Although unusual, it may occur at longer post implant intervals. The etiology of late right heart failure may be a progression of chronic heart disease such as coronary artery disease and/or right ventricular infarction. The IFU addresses guidelines for optimal patient management. Clinical and patient factors including comorbidities are possible contributors to the events. There is no evidence to suggest a relationship to any device performance or manufacturing issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that patient was admitted to the hospital for right ventricle failure. During the implant procedure, unable to obtain adequate flow on hvad upon weaning from cardiopulmonary bypass. Rv (right ventricle) distended on echo with septal shift from right to left with attempts to increase pump speed. Cvp (central venous pressure) 30, pa (pulmonary artery) 38/30, map (mean arterial pressure) 50s on high doses of epinephrine, milrinone, ino. Patient returned to cpb (cardiopulmonary bypass). Rotaflow rvad placed for right-sided support. Upon leaving or (operating room), rvad 4 lpm. Lvad 4 lpm. Patient remains in the hospital. No additional information provided.